Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they had unclamped and uncapped the unused final line. The technical service representative reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.